Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient experienced multiple low flow alarms while connected to the system controller. The set speed was set to 8600rpm. The patient was then switched to a new system controller and the issue still remained. Review of the event log file submitted confirmed the reported events. The events did not appear to be the result of an external equipment malfunction. The patient was sent for a ramp study. No further information is available at this time.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the reported low flow hazard alarms were confirmed during the evaluation of the patient's system controller log file, however the cause of the events could not be determined. The patient remains ongoing on lvad support and no further related issues have been reported. The device¿s approved labeling provides information regarding the factors that affect pump flow and how to assess flow. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was sent for a ramp study, and it was noted that the patient's aortic valve was closed at 8200 rpm. The center stopped lasix and determined the patient had a volume issue and was dehydrated. A right heart catheter was conducted, and the low volume, which caused the low flow alarms, was confirmed. The patient did well and no further low flow alarms occurred. The patient remains on vad support and no further related events have been reported.